Event description:
It was reported that the patient never had therapeutic effect. She was still having bladder infections. Hcp (healthcare provider) had scheduled implant revision on (B)(6) 12th. The event or symptoms occurred following an implant. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0kk2l, implanted: 2014 (B)(6); product type lead. (B)(4).